Event description:
It was reported that the customer went through 4 or 5 clips which were malformed. The next attempt to fire the device caused it to jam. The customer used a similar device to complete the case with no patient consequence.

Manufacturer narrative:
Info was not provided by the initial contact. Information anticipated, but unavailable at this time.